Event description:
Unomedical reference number (B)(4). Event occurred in united states on (B)(6)2024, it was reported that patient faced insulin flow blockage. The event occurred within three - four days of insertion. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states